Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the atrial lead. X-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgment and failure to capture. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.